Manufacturer narrative:
Unique device identifier (UDI): for type of device: stent, superficial femoral artery.

Event description:
According to physician: while attempting to deploy, the stent was unable to deploy. While removing, the stent was partially open and got caught on existing stents which pulled the stent off device. The stent was then sitting in the aorta area and had to be removed, stent was removed after a few unsuccessful attempts. No patient harm.

Event description:
According to physician: while attempting to deploy, the stent was unable to deploy. While removing, the stent was partially open and got caught on existing stents which pulled the stent off device. The stent was then sitting in the aorta area and had to be removed, stent was removed after a few unsuccessful attempts. No patient harm.